Manufacturer narrative:
H2, h3, h6: the returned uninterrupted power supply (ups) was analyzed, and no failures were found. Previously reported code b01 is applicable, as are codes c19 and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the main cart powered down unexpectedly. The manufacturer representative (rep) stated that after booting up the system today, the main cart randomly shut down during set-up. The rep was able to reboot and eventually get the system back up and running. In additional it was stated that after the main cart shut down unexpectedly, and after the imaging system spin automatically transferred the images to the navigation system, both the main cart and the camera cart shut down again simultaneously. No troubleshooting could be performed on the system since the health care professional (hcp) wanted to continue the case after both systems had booted up again. The hcp decided to continue the surgery using the navigation despite the two prior instances where the system shut down. Since no troubleshooting could be performed, a suspected way both systems could shut down simultaneously would be due to the camera battery being dead. The rep stated that the camera cart remained on after the main cart shut down unexpectedly, and that could have drained the battery in the camera cart completely. There was no reported delay to the case. No reported impact to the patient.

Manufacturer narrative:
Patient information was unavailable from the site. Continuation of concomitant medical products: other relevant device(s) are: product ID: 9735787, lot/serial #: unknown. Product ID: 9735773, lot/serial #: unknown the manufacture representative went to the site to test the navigation system. The issue was confirmed and reproducible. The system powered up normally and shut off abruptly after 10-15 minutes. The battery voltage after it shut off measured 55.15 vdc. Both un interruptible power supply (ups) and ups battery were replaced and the issue was resolved. Full system checkout was completed. All tests passed successfully, the system was fully functional and ready for clinical use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.